Manufacturer narrative:
Date of report: 11jun2019. Date rec'd by MFR: 10jun2019. The customer discarded the faulty blower assembly so the part is not expected to be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/07/2019. The technical support representative recommended the customer to replace the blower assembly. The customer confirmed that replacing the blower assembly and tubes/boots resolved the issue.

Event description:
The customer reported that the ventilator failed the system leak test. There was no patient or user involvement.